Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient turned the device off due to increased nausea and onset of migraine on (B)(6) 2019 in the pm. It was noted that it ¿felt like an ¿electric surge¿¿. It was also reported that there was an increased charging burden. It was unknown what actions were taken and what the outcome of the event was at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient had improved pain relief in the morning, but by evening, the pain was back to their baseline or slightly worse. No further complications were reported/anticipated.